Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed low battery in the middle of the night. The patient's blood glucose level was 20.6 mmol/l at the time of the call. The customer stated that they changed the batteries on the insulin pump but the issue was not resolved. The customer states that the insulin pump just shuts off. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm after battery change due to power connector on battery tube not plugged in properly. The insulin pump was unable to perform operating currents check or drive test due to failed battery test alarm. No off no power alarm or blank display noted during testing. The insulin pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.